Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and noted that the battery charging indicator was not illuminated. The fse plugged the iabp in and the unit powered up. The fse then verified that the batteries were charged then unplugged the iabp and it would not power on. The fse observed that there was corrosion near the front center of the power management board; therefore, the fse replaced the power management board to resolve the issue. In addition, the fse observed that the iabp was missing the IV pole. All functional and safety checks were performed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) wont power on. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.